Event description:
Allegedly both pivot links broke on both sides. (Side frame of chair) & (crossbraces) rivet holds the pivot link to the frame broke. Dlr can get rivet out of the side frame but the pivot link attaches to the crossbraces there is a section that a bolt is welded on. This bolt goes thru the pivot link broke off at this weld. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9tpz, serial number/date code (B)(4) is approximately 7 years 2 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.